Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing; this showed the device gave a false "no disposable" alarm with a disposable attached. The issue occurred due to a faulty microswitch. The cause of the issue was not established.

Event description:
It was reported the device's disposable alarm was not consistently working. No patient involvement reported.